Manufacturer narrative:
Visual inspection under 30x magnification indicates j stiffener wire has fractured approx 9mm proximal of weld site. The proximal section of j stiffener wire measures approx 79mm and was rec'd with approx 9mm of the distal end protruding out of the outer polyurethane insulation approx 50mm proximal of weld site.

Event description:
Device analysis is provided. Explant method: intravascular, superior technique/tools: direct traction no complications.